Event description:
It was reported that patients therapy cut off and the ipg battery had depleted after receiving the end of battery life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred two to three weeks from the date the manufacturer became aware.